Manufacturer narrative:
No unexpected software error detected alarms noted during testing, however, a software error detected alarm was present in format history file. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The following physical damage was noted: scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.

Event description:
It was reported via phone call that the insulin pump alarmed software error detection. The patient's blood glucose at the time of incident was 400 mg/dl. The alarm was cleared. The device was able to rewind without incident. The insulin pump passed the displacement test. The insulin pump was returned for analysis.